Event description:
Philips received a complaint on the v60 ventilator indicating that the device failed the electrical safety test during preventative maintenance (pm). The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that the device was reading high out of specification at 1.4 ohms at all front and back test points. The alternating current (ac) outlet was good, and the power cord was replaced. The customer tried an alternate analyzer, but the same electrical safety test issue persisted. The rse advised that the recommended troubleshooting step was to replace the ac inlet and provided the customer with the part information for this part. This investigation is ongoing.

Manufacturer narrative:
The customer checked the grounding points, as advised by the remote service engineer (rse), and the customer confirmed that the grounding test began to pass. The issue was resolved. In a good faith effort (gfe) response from the customer received on (B)(6) 2024, it was confirmed that no replacement ac inlet part was ordered or replaced. The device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.